Event description:
Same case as: 2134265-2015-03014 and 2134265-2015-03023. It was reported that automatic pullback failure occurred. During post percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled to perform automatic pullback. However, it was noted that the pullback could not work half way through the auto-pullback mode. Furthermore, incorrect recognition of catheter occurred during the case. The system actually detected the catheter as atlantis instead of opticross¿. The procedure was not completed due to this event. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).